Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was kinking as they attempted to insert it on the patient. It was reported that slight pressure was used but the doctor was able to make the tube work. The customer reported that re-cannulation was not required and patient outcome was requested but unavailable.